Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon device interrogation, it was noted that two stored electrograms were missing and unable to be obtained. The patient was asymptomatic. No changes were reported.